Manufacturer narrative:
Device evaluation: visual inspection found haptic torn and foreign material (residue) on lens surface. Should have been states in previous submission. (B)(4)

Manufacturer narrative:
Lens was returned dry in a micro-centrifuge with clear surgical residue on product. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Secondary surgical intervention, lens explanted and shorter lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.50 diopter, in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.